Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high sensor readings compared to how they felt. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms of nausea, vomiting, seizures, and dehydration. They were unable to self-treat and was taken to the hospital. Upon arrival, a healthcare professional (hcp) conducted unspecified laboratory tests and provided intravenous saline and dextrose as treatment for the diagnosis of hypoglycemia. The customer was also provided anti-nausea medication. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.